Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the gastrointestinal videoscope had air/water flow issues. The customer reported the issue was identified during inspection while the air/water function was being tested. The scheduled procedure (screening; no further information available) was completed with a replacement device with no delay. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the endoscope was immersed in detergent solution and the air/water nozzle was flushed with air and water. The customer reported the air/water nozzle was not wiped down. Regarding reprocessing: the customer reported the reprocessing was completed using an automatic endoscope reprocessor (kaigen pharma kd-1). During examination of the returned device, the following additional issues were identified: the connecting tube was dented; the adhesive around the light guide lens was peeling; and the adhesive around the bending section cover was chipped. The following components showed scratches: scope connector cover, scope cover, lock engagement lever, lock engagement knob, both directional knobs, connecting tube, switch box, scope connector, universal cord, hand grip, control unit, and bending section cover. Functional testing of the device showed the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. These issues were caused by a worn angle wire. In addition, the light guide bundle was slipping which caused uneven illumination. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.